Event description:
It was reported that a malfunction occurred with the device, displaying malfunction code 12. The customer's blood glucose level did not exceed 500 mg/dl, indicating that there was no adverse impact. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to contact support if further issues arose.